Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Cause was not known. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.